Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 07-jun-2016, an fse visited the customer to address the reported event. During servicing, the fse found a defective uptake check valve and replaced it. Vduring the evaluation, the fse also replaced the thermal printer due to the consistent offline error message. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the inlet check valve.

Event description:
On (B)(6) 2016, a customer reported low pressures with their g8 analyzer. The customer tried replacing the filter, priming, removing the in-line filter, and performing a drain flush but the pressure continued to bottom out. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.